Manufacturer narrative:
Distributor information: (B)(4). Q core medical ltd (manufacturer) is submitting the report on behalf of (B)(4).

Event description:
The event was reported by a costumer from USA: "2 broken ac adaptors- connectors fall apart. Delay in therapy: no. Need for medical intervention: no. Death / serious injury: no."